Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 70% stenosed ostial left anterior descending (lad) artery. Three retrograde low-speed treatments and one high-speed treatment were performed. Intravascular ultrasound (ivus) indicated there was suboptimal modification of the calcium nodule. An additional two low-speed treatments and three high-speed treatments were performed, resulting in good luminal gain. However, a major dissection was observed in the proximal lad. Two overlapping stents were placed from the ostial left main (lm) artery to the mid lad. Post-stent placement, an ellis type iii perforation was observed from the lm to the lad. A unique "stent sandwich" technique was placed in the area of the perforation. This reduced the perforation to an ellis type I without compromising the circumflex artery. Despite the initial procedural success, the patient developed hypotension and transient pulseless electrical activity. Intubation, resuscitation, and pericardial drainage were implemented, resolving a significant pericardial effusion and tamponade physiology. A subsequent angiogram confirmed improvement to a contained perforation at the ostial lad with ivus imaging showing optimal stent expansion. The patient was discharged in stable condition. Li et al. 2024 "sandwich in the lab" journal of the american college of cardiology.

Manufacturer narrative:
Date is approximate. Investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vessel perforation, vascular dissection, and hypotension are potential adverse events that may occur and/or require intervention with use of the system. The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).